Manufacturer narrative:
(B)(4). Batch #t95669. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During the mechanical test, no issues were observed with the articulation of the device. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was received: the device handles would lock and unlock insomuch as they were not moving freely and stopped (locked) at times not allowing use of the device. The device also would not cut/cauterize the target tissue.

Event description:
It was reported that during an unknown procedure,the device handles would lock and unlock insomuch as they were not moving freely and stopped (locked), at times not allowing use of the device. The device also would not cut/cauterize the target tissue. There were no patient consequences. No additional information is available at this time.